Manufacturer narrative:
No button error alarmed during testing. The pump had intermittent up button response due to moisture damage keypad traces. No unexpected numbers were ramping during testing. No moisture damage was found on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 154 mg/dl. The customer stated that there was some rain exposure which caused the buttons to stick. The customer stated that the numbers were scrolling and the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.